Event description:
The user stated, they had issues with the ise calibration for several days and then on (B) (6) 2009, they received 20-30 erroneous results of the data provided, one sodium result was discrepant. The initial result was 139.8 mmol per l, repeat result was 130.7 mmol per l. None of the erroneous results were reported. The field service representative determined the cause to be miss adjustment of the sample probe. He adjusted the sample probe and pulsed and cleaned the sample line. To verify the analyzer performance, he checked the accuracy with good results.